Event description:
On (B)(6) 2012, the patient was being treated with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. The physician overestimated the length from the renal arteries to the left internal iliac artery and upon deployment of the trunk-ipsilateral leg component, the left internal iliac artery was covered. According to the physician, the covering of the artery has not created any problems and the patient is doing well.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.